Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Since the lot number is unknown, the full UDI number cannot be provided. Concomitant products were used during this study: carto mapping system, generator. Other company¿s devices were used during this study: let monitoring probe (sensitherm; st.jude medical). (B)(4). The device was not returned.

Event description:
This complaint is from a literature source. It was reported that one patient underwent radiofrequency catheter ablation for atrial fibrillation and suffered erosion of the esophagus and exhibited abnormal gastric emptying. No medical intervention were reported in the article, however bwi takes conservative approach to report these events. Based on the facts of the case and the author's assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: "evaluation of periesophageal nerve injury after pulmonary vein isolation using the 13c-acetate breath test." The purpose of this study was to clarify the impact of pulmonary vein isolation (pvi) on gastric motility, the prevalence of gastric hypomotility after pvi, and the relationship between de novo esophageal injury and gastric hypomotility following pvi. Other non-serious adverse events were reported in this article: 3 patients abnormal gastric emptying, 13 patients abnormal gastric emptying, 2 patients erosion of the esophagus. Suspected device is navistar thermocool ablation catheter, however catalog and lot number are unknown. Concomitant products were used during this study: carto mapping system, generator other company's devices were used during this study: let monitoring probe (sensitherm; st.jude medical) the awareness date for this complaint is 05/25/2016 because the article was reviewed on 05/25/2016.